Event description:
Baxter reported an infusion pump that failed during patient use. The pump was reported to be infusing nitroglycerine at a rate of 40mcg/min when the event occurred. The nurse was unable to silence the alarm or remove the tubing. The pump was subsequently turned off to get the tubing out. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding patient's demographics, diagnosis or status, patient injury, medical intervention, or set up of the infusion device.

Manufacturer narrative:
Evaluation summary: evaluation performed and event history reviewed by baxter. The review of the event history revealed a failure code 517:320 had occurred on the reported event date in 2004. Inspection of the device revealed defective user interface module printed circuit board causing the failure code 517:320. Two-year review of the complaint history reveals no other reports have been received for this serial number for the reported issue.